Event description:
The complaint is reported as: "the rotating connector is broken off." The issue was detected prior to use on a patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the bronchial side of the swivel valve was broken and was placed on the sample incorrectly. The swivel valve is a component purchased from a supplier. The sample was sent to the manufacturing site to be forwarded to the supplier. The reported complaint of "rotating connector broke prior to use" is confirmed based on the sample received. The connector on the bronchial side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the rotating connector is broken off." The issue was detected prior to use on a patient.